Manufacturer narrative:
Received one used. List #011-h3017, 12 cm (5") smallbore ext set w/microclave®, 0.2 filter, rotating luer; lot #13738611. No physical damage or other anomalies observed. Performed flow test, no clogging or obstruction observed. Cannot confirm customer complaint of "during administration, after about forty minutes, the filter becomes clogged, obstruction. The device history report (DHR) lot#13738611 was reviewed and no non conformities were found that would have led the reported condition on the complaint. Updated information in d9. Device returned to manufacturer on 9/11/2024.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 12 cm (5") smallbore ext set w/microclave®, 0.2 ¿ filter, rotating luer where it was reported the device was found to be occluded during patient use. The following issue was reported by the customer: during administration, after about forty minutes, the filter becomes clogged, obstructing the pump rings. The status of the product at the time of the event is during administration. There was a delay in the therapy, the pump sounded occlusion 15 minutes before the end of the treatment, and it was impossible to lift the occlusion. No blood loss. No immediate adverse event. The drug concerned is remsima and they have noted that in general this problem occurs when large doses are administered (830mg). The filter was changed, and the pump worked again, and treatment could be resumed. No change in medication. No visible default on the device before use and neither after use. No cut and no hole noticed. Device recovered and rinsed where there was difficulty rinsing the filter with the syringe of physiological serum as if it were blocked. There was patient involvement, however, no harm reported.